Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve additional information and the device is in process.

Event description:
It was learned through thv investigation, a patient with a 29mm 11500a aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to unknown reasons. There were complications and patient was transported to or for removal of both the thv valve and 11500a surgical valve. It was learned patient expired due to unknown reasons.

Manufacturer narrative:
Added information to h6. Attempts to retrieve additional information were unsuccessful. The cause of the event cannot be determined.